Event description:
It was reported that, during a ureteroscopy procedure, the fiber was not producing energy to break up the stone and was making a popping sound that was not normal. The fiber exhibited a break. The fiber was replaced and the procedure was completed. There were no patient complications.